Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was frayed and would not charge the pump. The pump would be charged using an alternate charging cable. There was no impact to the customer's blood glucose level, the exact value was not provided.